Event description:
Health professional reported a resterilizable gel sizer ruptured during surgery. The procedure continued with the use of a back-up device.

Manufacturer narrative:
(B)(4). Device analysis noted the re-sterilizable gel sizer had striated opening consistent with surgical damage. Allergan labeling for re-sterilizable gel sizers states the following: "prior to use, examine the re-sterilizable sizer for any evidence of damage or particulate contamination. Do not use any re-sterilizable sizer that may appear to have leaks, nicks, or punctures. Do not use damaged or contaminated re-sterilizable sizers. Do not use re-sterilizable sizers which have been damaged or deformed during previous surgical operations. Do not use excessive force during placement of the re-sterilizable sizers. Silicone gel may be deformed due to over manipulation, resulting in deformation of the anatomical shape."